Event description:
The patient called lifescan and alleged the one touch ultra meter was reading inaccurately high. The reading was 384 mg/dl. No retest. No symptoms of high or low blood glucose at the time of concern. The patient contacted a medical professional for advice. No treatment given. The customer care representative performed troubleshooting and twice the control solution test was out of range. C178, c119 (96-130) based on the information obtained from the patient there is evidence of a product malfunction, however no indication the product led to a serious event. The test strips were replaced and return expected.